Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog"), weight increased ("weight gain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dizziness, feeling abnormal, weight increased, alopecia and fatigue outcome was unknown. The reporter considered alopecia, dizziness, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("chronic pelvic pain / pain pelvic (severe)") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 1995, (B)(6) 2005). Previously administered products included for birth control: oral contraceptives from 2004 to (B)(6) 2004. Concurrent conditions included female condom ((B)(6) 2001 to 2004), body mass index normal and hashimoto's disease (treatment: synthroid and tirosint.) Since (B)(6) 2017. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2017 and levothyroxine sodium since (B)(6) 2017 for hashimoto's disease as well as calcium w/magnesium (calcium with magnesium) since 2017 and vitamin b since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation /menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced headache ("headaches"). In (B)(6) 2006, the patient experienced anxiety ("anxiety and mental anguish"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog"), weight increased ("weight gain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with oral contraceptive nos, pregabalin (lyrica), oxitriptan (triptan), gabapentin, biotin, alprazolam, surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy)) and surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2006, the pelvic pain had resolved. In (B)(6) 2006, the genital haemorrhage had resolved. In (B)(6) 2006, the dysmenorrhoea had resolved. In (B)(6) 2006, the anxiety was resolving. At the time of the report, the fallopian tube perforation, menorrhagia, dizziness, feeling abnormal, weight increased, vaginal haemorrhage and headache outcome was unknown, the migraine was resolving and the alopecia, fatigue, tooth disorder and vaginal discharge had resolved. The reporter considered alopecia, anxiety, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion,both coils were in place most recent follow-up information incorporated above includes: on 29-jan-2018: pfs received- reporter added,patient concomitant condition, historical condition,concomitant drug, treatment drug added, events added as follows:-abnormal bleeding ,vaginal bleeding,dental problems,dysmenorrhea (cramping), headaches, perforation (fallopian tube), anxiety,vaginal discharge. Outcome of the events and stop date were added. On 8-feb-2018: non-sig fu correction done due to discrepancy between coding request ai and mpc query. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), pelvic pain ('chronic pelvic pain / pain pelvic (severe)') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue in (B)(6) 2006, multigravida and parity 2 ((B)(6) 1995, (B)(6) 2005). Previously administered products included for birth control: oral contraceptives from 2004 to (B)(6) 2004. Concurrent conditions included hashimoto's disease (treatment: synthroid and tirosint.) Since (B)(6) 2017, female condom ((B)(6) 2001 to 2004) and body mass index normal. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2017 and levothyroxine sodium since (B)(6) 2017 for hashimoto's disease as well as calcium;magnesium since 2017 and vitamin b complex (vitamin b) since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation /menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced headache ("headaches"). In (B)(6) 2006, the patient experienced anxiety ("anxiety and mental anguish"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"), lasting 6 weeks. In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 10 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"), dizziness ("dizziness") and feeling abnormal ("brain fog"), was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"), lasting 1 week. The patient was treated with alprazolam, biotin, gabapentin, oral contraceptive nos, oxitriptan (triptan), pregabalin (lyrica) and surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy) and hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2006, the pelvic pain had resolved. In (B)(6) 2006, the genital haemorrhage had resolved. In (B)(6) 2006, the dysmenorrhoea had resolved. In (B)(6) 2006, the anxiety was resolving. At the time of the report, the fallopian tube perforation, menorrhagia, dizziness, feeling abnormal, weight increased, vaginal haemorrhage and headache outcome was unknown, the migraine was resolving and the alopecia, fatigue, tooth disorder and vaginal discharge had resolved. The reporter considered alopecia, anxiety, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion,both coils were in place. Most recent follow-up information incorporated above includes: on 1-oct-2019: this report was detected to be a duplicate to case # us-bayer-2019-184371 (medwatch 3500a MFR number 2951250-2019-10476) case found in social media from which all information was transferred to this record # us-bayer-2017-135723, then duplicate record # us-bayer-2019-184371 will be deleted. No new information was provided incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), pelvic pain ('chronic pelvic pain / pain pelvic (severe),pain on left side') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (ess205) (batch no. 823461) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue in (B)(6) 2006, multigravida and parity 2 ((B)(6)1995, (B)(6) 2005). Previously administered products included for birth control: oral contraceptives from 2004 to (B)(6) 2004. Concurrent conditions included hashimoto's disease (treatment: synthroid and tirosint.) Since (B)(6)2017, female condom ((B)(6)2001 to 2004) and body mass index normal. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2017 and levothyroxine sodium since (B)(6) 2017 for hashimoto's disease as well as calcium;magnesium since 2017 and vitamin b complex (vitamin b) since (B)(6) 2017. On an unknown date, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation /menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced headache ("headaches"). In (B)(6) 2006, the patient experienced anxiety ("anxiety and mental anguish"). In (B)(6)2007, the patient experienced alopecia ("hair loss"), lasting 6 weeks. In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 10 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"), dizziness ("dizziness") and feeling abnormal ("brain fog"), was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"), lasting 1 week. The patient was treated with alprazolam, biotin, gabapentin, nervous system, oral contraceptive nos, pregabalin (lyrica) and surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy) and hysterectomy, bilateral salpingectomy). Essure (ess205) was removed. In (B)(6) 2006, the pelvic pain had resolved. In (B)(6) 2006, the genital haemorrhage had resolved. In (B)(6) 2006, the dysmenorrhoea had resolved. In (B)(6) 2006, the anxiety was resolving. At the time of the report, the fallopian tube perforation, menorrhagia, dizziness, feeling abnormal, weight increased, vaginal haemorrhage and headache outcome was unknown, the migraine was resolving and the alopecia, fatigue, tooth disorder and vaginal discharge had resolved. The reporter considered alopecia, anxiety, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-(B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion,both coils were in place. Most recent follow-up information incorporated above includes: on 27-jan-2021: medical record received.lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.